Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I (tni) results on a 85 yr old patient that was inconsistent with the patient¿s clinical symptoms. The following results were provided: july 5 (6:11am) = 1215 ng/l; july 5 (5:56pm) = 1139 ng/l; july 6 (6:14am) = 963 ng/l the customer automatically diluted the july 5 sample on the instrument, and the result was 1432.9ng/l. The patient¿s electrocardiogram showed abnormalities including a premature heartbeat, and the patient has a history of coronary arterial stenosis. On another platform, the ctnt results were: 92ng/l (july 5) / 75ng/l (july 6). Reference range: <14ng/l. When tested using the poct method, the tni result was in the normal range. No impact to patient management was reported.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I (tni) results on a 85 yr old patient that was inconsistent with the patient¿s clinical symptoms. The following results were provided: july 5 (6:11am) = 1215 ng/l; july 5 (5:56pm) = 1139 ng/l; july 6 (6:14am) = 963 ng/l the customer automatically diluted the july 5 sample on the instrument, and the result was 1432.9ng/l. The patient¿s electrocardiogram showed abnormalities including a premature heartbeat, and the patient has a history of coronary arterial stenosis. On another platform, the ctnt results were: 92ng/l (july 5) / 75ng/l (july 6). Reference range: <14ng/l. When tested using the poct method, the tni result was in the normal range. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Returns were not available. The review of historical performance of reagent lot 49083ud01, was completed. Trending review determined no trends for the issue for the product. Device history record review on lot 49083ud01 did not show any potential non-conformances, or deviations. Historical performance in the field using worldwide data from abbottlink was reviewed and determined that the patient median result for the lot is comparable with other lots in the field. Also, accuracy of the assay has been evaluated with a retained in-house kit of the same lot# 49083ud01 and met all specifications, confirming that this lot is meeting the alinity I stat high sensitive troponin-I product requirements. Labelling was reviewed and found to adequately address the issue under review. Additionally, abbott has not established expected ranges for female patients > 75 years old and male patients > 73 years old. Based on the investigation, the alinity I stat high sensitive troponin-I lot number 49083ud01 is performing as expected and no systemic issue or deficiency was identified. D4 catalog# edited from 08p13-24 to 08p13-74 d4 lot# edited from 49083ud00 to 49083ud01.